Event description:
It was reported that versacross access solution was selected for atrial fibrillation (a fib). During the procedure, it was mentioned they tried to use the rf wire with the vizigo sheath for transseptal puncture, which was not intended to use. As a result, the coating around the wire stripped off. Thus the rf was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned for evaluation. However, the reported allegation of insulation damage was confirmed based on the media. Correction to the initial MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that versacross access solution was selected for atrial fibrillation (a fib). During the procedure, it was mentioned they tried to use the rf wire with the vizigo sheath for transseptal puncture, which was not intended to use. As a result, the coating around the wire stripped off. Thus the rf was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be returned for analysis (disposed). 23jun2025: ai received- media provided.